Manufacturer narrative:
Patient information was unavailable from the site. Mobile view station (mvs) interface cable and the pleora have been returned to the manufacturer for evaluation, however results are unavailable at this time. A medtronic representative went to the site to test the equipment. The issue could not be replicated, however the logs showed an error. Replaced atp and system control board, umbilical cable, lvds cable and pleora. Systems checkout was performed and system was functioning as intended.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. It was reported that when the site attempted to capture a 2d image, the system did not respond. The site rebooted the system and after the reboot the system began continually making a beeping noise. Site brought in the loaner system for the surgery. There was no patient impact reported and a delay to surgery of 20-30 minutes.

Manufacturer narrative:
The interface cable was returned to the manufacturer for analysis. Analysis found that there was no functional fault via functional, performance, visual/physical exam, usability inspection. Analysis found that the reported event was not related to this hard ware. The suspected pleora was returned to the manufacturer for analysis. Analysis found that there was no functional fault via functional, performance, visual/physical exam, usability inspection. Analysis found that the reported event was not related to this hardware.

Manufacturer narrative:
The analysis of the lvds cable was completed by medtronic personnel. The cable was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The suspect atp console and system control board has been received by the manufacturer for evaluation. However, results are not available at this time.